Event description:
Boston scientific reported that this lead had dislodged. It was successfully repositioned, but then had dislodged again and would be replaced with another lead.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation and the deformed outer coil are most likely due to the explantation procedure.